Event description:
Reporter calling, stating he has had five dexcom g7 sensors fail since approximately (B)(6) 2023. Reporter states he has called dexcom about multiple sensors failing and they are quick to send out new sensors as replacement, but some of these have also failed. Reporter also states that dexcom does not seem very concerned that their product is malfunctioning for him. Reporter states he has had repeated inaccurate readings from the sensors that are "10-65 points off" daily and this has resulted in hyperglycemia for him. Reporter states he has concerns with the overall quality and accuracy of the sensors, which in his experience all seem to fail after his blood sugar goes "below 90". Reference reports: mw5147088, mw5147089, mw5147090, mw5147091.